Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported product damage has been completed. Small amounts of dried blood were found in the tip of the pigtail. No pieces of the red lumen were found. The root cause of the product damage was most likely "no problem found," as no red lumen was found in the pigtail. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. While preparing to insert the impella into the 14 fr sheath, the physician discovered a piece of red substance in the end of the pigtail on the impella. The impella was then removed and replaced with a second device. There was no reported harm to the patient.